Event description:
Account reported they are getting erratic results for multiple patient samples and tests. The following data was provided: sample 1: albumin original 4.4 g/dl, repeat 3.5 g/dl. Sample 2: albumin original 4.1 g/dl, repeat 3.5 g/dl. Sample 3: albumin 4.9 g/dl, repeat 3.2 g/dl. Sample 4: ck original 46 u/l, repeat 81 u/l. Sample 5: creatinine original 4.1 mg/dl, repeat 5,0 mg/dl. Sample 6: albumin original 4.6 g/dl, repeat 3.5 g/dl. Sample 7: ast original 10 u/l, repeat 17 u/l. Sample 8: calcium original 8.3 mg/dl, repeat 9.8 mg/dl. No patients were adversely affected by the issue. The account discovered the rinse mechanism was clogged and corrected the issue by performing maintenance of the rinse mechanism.